Event description:
It was reported that patient is experiencing pain seven years post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Concomitant medical products: 00801803203 femoral head sterile product do not resterilize 12/14 taper 61683629, 00630505032 liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells 61639307, 00625006535 bone scr 6.5x35 self-tap 61687229, 00620005022 shell porous with cluster holes 50 mm o.d. 61578387. The complaint cannot be confirmed as follow up notes or x-rays were not provided. DHR was reviewed and did not identify any deviations or anomalies related to the reported event. A definitive root cause cannot be identified with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00363, 0002648920-2018-00368, 0002648920-2017-00023.

Event description:
Legal counsel for patient reported patient allegations of unspecified complications post-implantation of right hip. No revision has been reported and no further information has been provided to date.